Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemicolectomy procedure, after firing was completed, the surgeon tired to unload the reload outside the patient, however the staple would not come out/ remove. In addition the tip of the stapler broke off.